Event description:
A trilogy 100 device was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 100 device was being evaluated at the manufacturer service center when the service technician recognized the display won't turn on. During the evaluation it was noted that the liquid crystal display (lcd) ribbon had caused the screen not to turned on. In conclusion, the device's lcd ribbon was reset to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the rubber feet were replaced for missing on the device. This was unrelated to the reportable issue. The base enclosure and handle were replaced for physical damage unrelated to the reportable malfunction/issue. The device passed all final testing.